Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. There was no reported impact to customer's blood glucose level. Reportedly, the pump turned back on and insulin delivery was resumed.